Event description:
Reportedly, the subject device becomes hot when the battery is inserted.

Event description:
Reportedly, the subject device becomes hot when the battery is inserted.

Manufacturer narrative:
B3 corrected.

Event description:
Reportedly, the subject device becomes hot when the battery is inserted.

Manufacturer narrative:
Please refer to the attached analysis report.